Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 4 mm x 2 mm amplatzer piccolo occluder was chosen for implant in a 1.2kg, 33 week old patient using a 4f amplatzer torqvue low profile catheter. The device was implanted. The following day after implant, a small residual shunt with mild left pulmonary artery (lpa) obstruction was observed via echocardiogram (echo). There was no negative clinical outcomes for the baby at present, only echo findings being watched. The shunt closed spontaneously post-operative day 23, and the patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem (residual shunt) and obstruction/occlusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a piccolo occluder was implanted. Later on, a small residual shunt with mild left pulmonary artery (lpa) obstruction was observed via echocardiogram (echo). The shunt closed spontaneously post-operative day 23. The patient is stable. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 4 mm x 2 mm amplatzer piccolo occluder was chosen for implant in a 1.2kg, 33-week-old patient using a 4f amplatzer torqvue low profile catheter. The device was implanted. The following day after implant, a small residual shunt with mild left pulmonary artery (lpa) obstruction was observed via echocardiogram (echo). There was no negative clinical outcomes for the baby at present, only echo findings being watched. The shunt closed spontaneously post-operative day 23, and the patient was reported stable.